Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 75-100 units of insulin. Subsequently, it was reported that the cartridge was leaking from the septum after adding more insulin to the original cartridge. Customer¿s blood glucose level ranged from 110 mg/dl to 120 mg/dl. Reportedly, the customer loaded a new cartridge and resumed insulin delivery.